Event description:
A consumer called to report that everything seems to have a yellow tint since she had cataract surgery for her left eye (os) in 2006. Follow-up info provided by the surgeon indicates this pt had the same type of lens implanted in the right eye (od) one year earlier without any problems reported. The pt has a history of epiretinal membrane os and the surgeon has no plans to remove the lens. The pt has been told that she needs to give herself more time to adjust to the lens.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional info was requested by fax and by mail on 01/08/2007. Phone follow-up was conducted three wks later. To date, a completed questionnaire has not been rec'd.